Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following implant of this 27 mm mitral bioprosthetic valve, while coming off bypass, a transesophageal echocardiogram (tee) revealed central regurgitation from a cuspal tear defect. The patient was put back on pump and a 25 mm valve of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.